Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician advanced the neuron max through a non-penumbra 8f sheath without any resistance. Next, the physician attempted to advance a neuron select 6f select catheter (6f select) through the neuron max but encountered resistance and decided to retract the 6f select. The physician then replaced the neuron max with a new one and used it with the same 6f select and non-penumbra sheath to complete the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
There was no visible damage to the returned neuron max 6f 088 long sheath (neuron max). Evaluation of the returned neuron max revealed no visible damage. During functional testing, a demonstration 6f select was able to advance through the returned neuron max without issue. Additionally, a 0.088¿ mandrel was advanced through returned neuron max without issue. The device performed within penumbra specification. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.